Manufacturer narrative:
Follow-up #1: based on the damage observed and documented, the device appears to have sustained damage due to off axis insertion and excessive force.

Event description:
Per the facility, the implant snapped at the base when the surgeon attempted to seat the device. There were no injuries in this incident.

Event description:
Per the facility, the implant snapped at the base when the surgeon attempted to seat the device. There were no injuries in this incident.